Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge and it displayed a "status 90" on the display screen. The complainant indicated that there was no pt involvement in the reported event.